Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while peeling the inner sheath with the appropriate cutter, the sheath broke. It was noted the delivery catheter was difficult to change and resulted in a longer procedure. The delivery catheter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.